Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he was unable to prime the tubing; no drops would come out. There was a possible reservoir occlusion, but no troubleshooting occurred. The reservoir was not returned for analysis.